Event description:
Customer stated: "metal wire tore through tip and ended up in the bladder. Patient status-had to suture a defect in the bladder". 1216677-2021-00052-1 umb678 uterine manipulator tip b (B)(4)

Manufacturer narrative:
Investigation no sample returned review DHR distribution history the complaint product was manufactured at csi in september 2020 under work order (B)(4). Manufacturing record review DHR 285208 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed one other similar reported complaint condition. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
E-complaint- (B)(4). Incident details surrounding event- metal wire tore through tip and ended up in the bladder. Patient status-had to suture a defect in the bladder. 1216677-2021-00052 uterine manipulator tip b umb678 e-complaint (B)(4).